Manufacturer narrative:
Device used for treatment, not diagnosis. The date of the original procedure (a tibia intramedullary nailing) is unknown. Device is an instrument and is not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. Therapy dates are unknown, concomitant devices reported: 10mm titanium cannulated tibial nail (part # 04.034.458a, lot # 7271855, quantity 1); stryker system 4 power drill (part # unknown, lot # unknown, quantity 1). Device history records review was conducted. The report indicates that the: DHR review for part #03.010.104, synthes lot#u259217, release to warehouse date: 14-feb-2017, 15-feb-2017, expiration date: n/a, supplier: (B)(6). Product was not returned. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a competitor¿s device hardware removal and revision open reduction internal fixation (orif) of the right tibia on (B)(6) 2017. The date of the original procedure (a tibia intramedullary nailing) is unknown. Subsequently, it was discovered that the competitor¿s screws had broken, and the fracture was in non-union. Removed hardware included: one (stryker) intramedullary (im) nail -intact, and an unknown number of interlocking (stryker) screws -broken in five or six pieces. The pieces that were not removable were left in the patient¿s tibia. During the revision portion of this procedure, the tip of a drill bit broke off inside of the tibia as the drill was being backed out. This occurred after four locking screws had already been implanted through the nail, as the surgeon was drilling another hole for an additional locking screw to be implanted outside of the nail. (It is thought that the drill hit the nail, causing the bit to break). The 2cm fragment was not retrieved, but left in the tibia. There was no reported surgical delay and no additional x-rays were required. The final construct was an im nail and four screws. The procedure was completed successfully with the patient in stable condition. It is noted that the facility does not re-use their drill bits. Also, the patient has a history of vitamin d deficiency ¿which is thought to be the reason for the non-union. The patient was placed on vitamin d therapy (unknown date of start). This complaint involves one device. Concomitant devices reported: 10mm titanium cannulated tibial nail (part # 04.034.458a, lot # 7271855, quantity 1); stryker system 4 power drill (part # unknown, lot # unknown, quantity 1). This report is 1 of 1 for (B)(4).